Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 66.0 cm from its proximal hub. Evaluation of the returned device confirmed that the cat8 was kinked halfway along its length. This type of damage may occur if the catheter is forcefully removed from its packaging tube at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01364.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01364.

Event description:
The patient was undergoing a thrombectomy procedure from the iliac vein to the inferior vena cava (ivc) for a deep vein thrombosis (dvt) using indigo system aspiration catheter 8 (cat8s). During the procedure, the physician placed a non-penumbra sheath in the target vessel then advanced a cat8 and an indigo system separator 8 (sep8). While using the cat8 with the sheath and sep8, the physician did not mention resistance. After completing about half of the procedure, the cat8 was removed. Upon removal, the hospital staff noticed that the cat8 was kinked at the mid-shaft; therefore, the cat8 was set aside and a new cat8 was opened. However, upon removal from the packaging, the hospital staff noticed that the new cat8 was kinked in the shaft approximately 51 cm from its tip. Therefore, the second cat8 was set aside and the procedure was completed using a third cat8, the same sep8 and the same sheath. There was no report of an adverse effect to the patient.